Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed in-stent restenosis. The index procedure treated the 2.75x10mm, 75% stenosed mid lad (left anterior descending). Treatment consisted of predilation and two taxus express2 stents were unable to cross the lesion (2.75x20mm and 2.75x12mm). After withdrawal of the second non-implanted stent haziness and 80% narrowing of the distal lmca (left main coronary artery) - ostial lad region noted a possible "raised plaque and/or focal dissection due to trauma from stent delivery". The distal lmca-ostial lad lesion was treated with percutaneous coronary angiography followed by a 3.0x10mm cutting balloon. Then the target lesion was treated with a 2.75x12mm and 2.75x8mm taxus express2 stents and post dilation resulting in 0% residual stenosis. The lmca-ostial lad was also stented with a 3.0x16mm taxus express2 stent. The patient was discharged one day post procedure on asa and plavix. The patient returned in 2008 for a study required angiography. The angiography was not clinically driven. A 50-60% in-stent restenosis of the lad study stent was found. Treatment consisted of cutting balloon angioplasty with a 3.0x10mm balloon, placement of a 2.75x23mm promus stent, and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix with the event listed as resolved without residual effects. The investigator assessed this event as probably related to the study devices.